Manufacturer narrative:
Section a4 for the patient's weight is unknown.

Manufacturer narrative:
Followup report submitted to inform that the device has not been returned for analysis.

Event description:
Per complaint (B)(4), it was reported that a patient's dental implant lacked primary stability. The implant was removed. No additional adverse patient consequences were reported.